Manufacturer narrative:
H3: product analysis of part # 6956164, lot # em20h003 visual examination confirmed one of the springs of the rod holder has broken due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for posterior cervical fixation spinal therapy. It was reported that the device spring was broken and is unusable. There was no patient involvement reported and no further complications reported regarding the event. Additional information was received via manufacturer representative that the reported product was already used before.